Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on the reported information, it is considered that the communication abnormality between the scope and the processor occurred due to buckling of the terminal in the scope-connector socket, and the indicated event occurred. When inserting the scope internal into the scope connector socket of otv-s190, the missing part of the scope connector tip was caught in the terminal inside the scope connector socket of otv-s190. The terminal inside the scope status socket of otv-s190 was pushed back and the terminal buckled due to the scope connector was further inserted with the inserted scope connector caught. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received for evaluation. Evaluation determined that the reported issue was confirmed. The device was found with bent pin inside the video connector causing a rolling image, unstable image. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was due to the bent pin inside the video connector attributed to electronic component failure.

Event description:
It was reported that the device exhibited black image. The issue occurred when the user connected the camera head and scope to the video system. An error message of e931 was observed and the ¿white balance¿ testing failed. No further details were provided regarding the event. There was no patient involvement on this report.